Event description:
Customer reported the system will not boot up since a facility loss of power the previous day. No pt injury was reported.

Manufacturer narrative:
A ge representative did not evaluate the system. A ge service engineer assisted the customer over the phone. System operates as intended.